Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of documented incidents of difficulty regulating flow. The tubing sets were being used to deliver unspecified IV solutions. The cair clamps were being used to regulate flow. After unspecified lengths of time in use, the solutions reportedly would either not flow or unrestricted flow was noted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.